Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc) there was the possibility that the reported phenomena were attributed to the failure of the internal components of the device (converter and diaphragm) due to aged deterioration because seven years have passed since the manufacturing of the device.

Event description:
Olympus medical systems corp. (Omsc) was informed from olympus service operation repair center (sorc) that during inspection the following phenomena of the device were found. Error code is displayed. Brightness adjustment does not work. The power turned off. There was no report of patient injury associated with the event.